Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that a "device reset has occurred¿ alert upon interrogation. Analysis of the device image revealed that the alert occurred due to reset error. The device was restored using merlin programmer. Reset error was not reproduced. Cause of reset is unknown. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.